Event description:
I was reported that the insulin pump alarmed compromised force sensor system during infusion set changed. Customer also reported that there was a crack near the reservoir compartment. Customer's blood glucose was 94 mg/dl. Troubleshooting was done. Customer stated the drive support cap was sticking out. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. Customer also stated that she was hospitalized last 1/16/2015 and it was not diabetes related. Customer declined to do troubleshooting due to she knew the reason why blood glucose was high. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Unit received with cracked case at the display window corner, reservoir tube lip, minor scratched and cracked display window, cracked belt clip slot and battery tube threads.